Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced sweating and being lightheaded. The patient had experienced these symptoms after inadvertently administering insulin due to inaccurate cgm readings. The patient was brought to the hospital by their daughter and when a fingerstick was taken, the cgm reading was 22.0 mmol/l, and the blood glucose reading was 2.5 mmol/l. The patient was treated with intravenous glucose. No further medication was reported, and the patient was discharged after 8 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient¿s current condition was not specified. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.